Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
During a shoulder labral repair the needle was deployed and it was caught on bone which made the tip break. It could not be found and was not retrieved. The post-op x-ray confirmed it was not retrieved. A different product was used to complete the case with no further issues. This was a male patient. Follow-up investigation: the needle was dry fired/deployed once prior to use in the procedure. Several passes were made with the needle prior to getting caught on bone and breaking. Scorpion jaws were securely clamped on the tissue during suture passing. The broken tip remained in the patient shoulder and the remaining portion of the needle was discarded before it could be retrieved and is therefore unavailable to return for evaluation.